Manufacturer narrative:
Concomitant medical products: product ID: 37081-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: extension. Product ID: 37081-60, serial# (B)(4), product type: extension. (B)(4).

Event description:
It was reported that the patient had pocket stimulation. A manufacturer representative suspected body fluid intrusion in the connector block. There was going to be a revision on the afternoon of the report but it was unknown if the device or leads needed to be replaced. It was further reported that both the implantable neurostimulator (ins) and the extensions were replaced on (B)(6) 2014. The patient had a shocking sensation around the ins site when switching the stimulation on and it had become progressively worse and they ended up being unable to use the device due to the discomfort of the shocking sensation. It was further reported that there were no malfunctions seen and the cause of the issue was not determined. After the battery replacement the shocking sensation was no longer present and the patient was happy to use the stimulator again.

Manufacturer narrative:
Analysis of the ins found no anomaly. Analysis of both extensions found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.